Event description:
It was reported to philips that the defibrillator displays an error during the shock test. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290), and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available, the cause of the reported problem was a defective capacitor. The reported problem was confirmed. The rse provided a quote for diagnostic service. The rse informed the customer that the capacitor needed replacement and provided the part number and pricing for a replacement part. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
This report is based on information provided by philips field/bench service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device displays an error during the shock test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field/bench service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device displays an error during the shock test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. Based on the information available, the cause of the reported problem was a defective capacitor. The reported problem was confirmed. The rse provided a quote for diagnostic service. The rse informed the customer that the capacitor needed replacement and provided the part number and pricing for a replacement part. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.